Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery (lcx). A non-boston scientific stent was previously implanted in the ostium of left anterior descending (lad). A 2.75 x 24 synergy drug-eluting stent was advanced for treatment of the lcx. However, while advancing, the 2.75 x 24 synergy stent became entrapped in the lad ostium and dislodged from the balloon. The detached stent moved to the lcx ostium lesion. The physician tried multiple times using a guidezilla guide extension catheter with a small size balloon and wire, but the stent was unable to be retrieved. The dislodged stent was completely stuck and crimped with the ostial lad non-bsc stent. The procedure was completed successfully with one more stent in the lad and a stent in the lcx. No patient complications were reported.